Manufacturer narrative:
A sample device was not returned for analysis. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens was noted to have a scratch. There was not an adequate back up lens available, so the patient was left aphakic. There was no harm to the patient, although another surgery will be required. Additional information was requested.

Manufacturer narrative:
The product was returned for analysis and the reported damage was observed. Additional observations were as follows: iol returned positioned incorrectly in the iol case. Solution is dried on both surfaces of the optic and haptics. Iol optic is cracked/fractured and scratched/marked-rejectable. We are unable to determine the root cause for the reported complaint "scratch on lens optic". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage ( optic is cracked/fractured and scratched/marked) would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. (B)(4).